Event description:
It was reported that: on (B)(6) 2021 there was a fatal incident at (B)(6) in connection with the operated telemetry system on station 4a. A telemetry patient was found dead in bed. Reconstructions revealed that they were at that time was dead for around 90 minutes. According to the nurse who found the patient, the telemetry transmitter (infinity m300, sn (B)(4), company dräger) the error message "electrode loose" is displayed. The associated telemetry system (infitiy central, sn (B)(4), dräger) have displayed the same error message. The electrodes on the but the patient was all attached. When reading out the telemetry system together with the senior physician on duty, it was also noticed that for time of death only one EKG lead was recorded instead of the usual four. The patient was shortly before her death bradycardium and then became asystole. A technician from the dräger company was subsequently called in to carry out both the telemetry transmitter and the has read the telemetry system. Apparently it was the case that the red electrode came loose over the course of the night. This apparently had to be as a result, only the third derivative was carried over. There must also have been an "electrode loose" alarm (lowest alarm level) which was possibly acknowledged, which is currently not understandable. The occurrence of the asystole did not trigger any noticeable alarm at the care base. There is a presumption that the telemetry system has not recognized the asystole, either because a derivation for analysis is not sufficient, or because the "electrode loose" alarm suppressed the asystole alarm.

Manufacturer narrative:
In this case, the infinity central station (sn (B)(4)) was being used with an infinity m300 telemetry device (sn (B)(4)). The m300 is the source of alarms. Note that the statement provided in what was reported ( describe event or problem) "the electrode loose alarm suppressed the asystole alarm" is not accurate, a high priority (asystole) alarm cannot be suppressed by a low priority alarm (ECG lead off). The involved infinity central station and infinity m300 were tested on site by a draeger technician with no malfunctions identified. Draeger reviewed the device logs and confirmed the device provided the following alarms during the event: showed several ECG lead off alarms between 4:15 and 4:31 am and at 4:59:38, several ECG artifact alarm entries from 4:45 am to 4:59 am, a brady alarm at 5:34am followed by an asy at 5:35 am, another ECG lead off alarm entry followed at 5:36:32 am, low hr alarm entries between 6 and 7 am. At 7, alarm volumes were adjusted. Between 7 and 7:30 ¿ additional entries for ECG leads off alarms, followed by asy at 7:35:43 am. At 7:35:47 ¿ audio pause was initiated for 2 min. There was no device malfunction. A draeger technician went on site and no malfunctions were identified.